Manufacturer narrative:
Additional information was received that the injection was given for patient's pre-existing pain.

Event description:
A report was received that the patient will be given an injection for unknown reason.

Event description:
A report was received that the patient will be given an injection for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2108-70m serial #: (B)(4), description: scs lead kit, phase 2 sterile package.